Event description:
The representative reported that the patient had suffered a fall, which resulted in "the device not working well." The patient had experienced shocking and a return of symptoms (no details were provided). Lead breakage was noted and the product was replaced. There had been no patient injury reported. Additional information has been requested from the physician.

Manufacturer narrative:
(B)(4). As a result of late reporting by the representative, this report is being submitted. Re-training is anticipated.